Event description:
The patient was revised on (B)(6) 2021, approximately 07 months after the primary surgery on (B)(6) 2021, the patient had a fall which required a revision. The humeral cup (36/3) was explanted and a humeral cup (36/9) was implanted.